Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend (vse) instrument was inspected prior to use with nothing noted out of the ordinary. An introduction of the instrument was being performed when the device fragment fell inside the patient. The surgeon did not know what might have cause the instrument to break. The instrument was in use for 6 hours prior to the issue. The only issue the surgeon noticed was a leaking milky fluid during the procedure. No collision with any other instruments were noted. The fragment did not fall inside the patient due to an instrument tip collision. The instrument wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. No damage noted to the cannula after the event occurred. No other damage noted by the staff. The fragments were retrieved by using the suction irrigator. No additional surgical procedures were performed to remove the fragment. No x-rays or post operative tests were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retaining foreign object. The instrument is available for analysis. No photos or videos were available for review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have scratch marks with light material removed on the instrument grips. The scratch mark measured approximately 0.106 in length. No other damage was identified. No missing material on the instrument was noted. .

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraesophageal surgical procedure, the customer reported that after using the vessel sealer extend (vse) instrument for a while, the surgeon noticed peeling from instrument and flakes allegedly fell from instrument. The fragments were removed during the same procedure. The customer used another instrument to finish the surgical task. The procedure was completed.